Manufacturer narrative:
The customer reported that their central nurse's station (cns) is not displaying telemetry devices spo2 correctly. Example given by the customer was that if the spo2 says 100 at the transmitter, it will display the value as 90 on the cns. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) is not displaying telemetry devices spo2 correctly.